Event description:
It was reported that the patient with this implantable pacemaker system was cardioverted with an external defibrillator (for suspected atrial fibrillation) after which there was syncope with failure of ventricular capture by the pacemaker. Shortly after the episode, the device began functioning properly again per the field. Both unipolar and bipolar parameters were satisfactory at the first check up after the episode. No noise was detected during isometric maneuvers. On ultrasound, the leads showed the same implant position. Technical services (ts) was consulted for further review. Data analysis showed a fast atrial rhythm (approximately 130 beats per minute) is observed followed by an external shock. The shock interrupts the fast rhythm, and the device returns to normal rhythmiq 55 beats per minute brady programming. Per ts, there is a one-second pause between the fast rhythm and that of the brady programming due to the difference between the cardiac cycles. Troubleshooting steps were discussed to make sure the system has not been altered as a result of the external shock. No other adverse patient effects were reported, and this pacemaker system remains in service.